Event description:
As reported: "patient has pain and shortening of hip. Complains hip gave out". Pre-revision x-rays reveal the head disassociated from the stem and show at least the head rotated within the shell or liner. Explant pictures show that the trunnion was worn at the tip, and broken off of the stem. Revision implants are a 44mm g poly liner, 44 +0 lfit head, and a size 6 35 x 111mm stem.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem that was mated with a metal head was reported. The event was confirmed based on the explant photos and x-ray provided. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted accolade stem component. The taper appears worn to a tip and it is fractured away from the taper neck. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: photos and x-ray confirm disassociation and fractured trunion, however, additional information needed such as revision operative reports, clinical and past medical history and examination of explanted components. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant confirmed the reported disassociation between the metal head and the stem based on the photos and x-ray provided. The exact cause of the reported event could not be confirmed based on the information provided. Further information such as such revision operative reports, clinical and past medical history and examination of explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient has pain and shortening of hip. Complains hip gave out". Pre-revision x-rays reveal the head disassociated from the stem and show at least the head rotated within the shell or liner. Explant pictures show that the trunnion was worn at the tip, and broken off of the stem. Revision implants are a 44 mm g poly liner, 44 +0 lfit head, and a size 6 35 x 111 mm stem.